Manufacturer narrative:
Device evaluated by MFR. : a visual examination of the balloon material identified a longitudinal tear in balloon. The entire length of the balloon was torn. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. Microscopic analysis revealed no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 23-jul-2024. It was reported that crossing difficulties were encountered. The 73% stenosed target lesion was located in the severely calcified mid right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion site because of calcification. The procedure was completed successfully using a different device and no adverse patient effects were reported. However, returned device analysis revealed balloon torn.